Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, it states: "intraoperative or postoperative bone fracture and/or postoperative pain." "¿material sensitivity reactions.¿ and ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-00318 / -00319).

Event description:
Patient's legal counsel reports patient underwent left total hip arthroplasty on (B)(6) 2007. Legal counsel further reports patient underwent a revision procedure on (B)(6) 2014 due to patient allegations of pain, elevated metal ion levels, and metallosis. Additional information received in patient operative (op) notes reports patient was revised due to pain, elevated cobalt and chromium levels, and metallosis. Revision op report notes the presence of burnishing of the femoral head, metallosis, and synovitis. The modular head was removed and replaced. The cup was removed and replaced with a competitor component. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.